Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no vibration. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on a patient under 2 years of age. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, no issues related to the customer's complaint were observed in the course of the log review. A global receiver functional test was performed and failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the vibrator was found to misaligned. The reported event of no vibration was confirmed. The root cause was determined to be a defective speaker assembly. Labeling indicates: the dexcom continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined.